Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 33 mg/dl (system 1) and 121 mg/dl (system 2). No adverse event reported. The test strip lot number was not provided for both meters and results. Return of the suspect device was requested for evaluation.